Manufacturer narrative:
Additional information was received that the flap damage that caused loss of ventilation was a use error. The unit continued to ventilate. The initial report was not a reportable malfunction.

Manufacturer narrative:
Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the reported issue.

Event description:
The hospital reported an error that causes a loss of mechanical ventilation. There was no report of patient involvement.